Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after doing so, the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if any issues arise in the future.